Event description:
It was reported that the patient received two anti-tachycardia pacing (atp) due to the right ventricular (rv) lead oversensing t-waves. The implantable cardioverter defibrillator (ICD) was reprogrammed but did not resolve the t-wave oversensing. The lead remains in use. A lead revision is planned. The patient was a participant in the system longevity study (sls). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 6937a, implantable tachy lead, (B)(6) 2011; 5076, implantable pacing lead, (B)(6) 2011. (B)(4).